Manufacturer narrative:
(B)(4).

Event description:
Covidien received info stating an ht50 ventilator experienced an alarm and subsequently stopped cycling. The battery lamp was reported to have been blinking at the time of the event. There was no harm to the pt reported.